Event description:
IT WAS REPORTED THAT PATIENT FACED INFUSION SET TAPE NOT STICKING EVENT ON (B)(6) 2026 AND PATIENT EXPERIENCED HIGH BLOOD GLUCOSE LEVEL AND CORRECTION INJECTION VIA MULTIPLE DAILY INJECTION

Manufacturer narrative:
E1:(B)(6). BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A SERIOUS INJURY. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER. REPORTING SITE: 8021545. MANUFACTURING SITE:3003442380.

Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
MFG Date Change: The initial MDR with manufacturing report number (3003442380-2026-31915), was submitted on 11-Jun-2026. Upon completion of the investigation, the manufacturing date was updated as 18-Jun-2025.IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log Review.Additional information - This Electronic Medical Device Report (eMDR) is being submitted to include the below:E1: Complainant Country.H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summary.Complaint Investigation Results:Electronic Quality Management System (eQMS) search: A query was run in the eQMS on 01-JUL-2026 against Lot Number 6013889 and Similar Malfunction Code(s): Adhesive patch completely detaches during use- Detachment / significant wetness. Adhesive patch lifts or detaches during use (only use for confirmed adhesive issue). The review confirmed that Lot 6013889 and the identified failure mode are not associated with any Nonconforming reports (NCRs) or Corrective and Preventive Action (CAPAs) of the same or similar nature.Similar Complaints search:A query was run in the eQMS on 01-JUL-2026 against Lot Number criteria equal 6013889 and Similar Malfunction Codes Adhesive patch completely detaches during use- Detachment / significant wetness. Adhesive patch lifts or detaches during use (only use for confirmed adhesive issue). The count of complaint is 10. The complaint numbers are (b)(4). Escalate to CAPA determination for Statistical Analysis.Device History Record (DHR)Review: The lot 6013889 was manufactured according to the Work Instruction (WI) and Manufactured in the line Inset 1, on 18-JUN-2025, with a total of (b)(4) units.The Device History Record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual Evidence Review: No photo was provided to support visual confirmation of the reported issue. Conclusion: Unable to perform visual verification; assessment based on available documentation only. Retain Samples Testing:Retain samples from the relevant lot were requested and tested in accordance with approved procedures:Work Instruction (WI)- Guidance for Visual Testing for Complaints Area Version 3: All 3 samples tested passed visual inspection for the reported malfunction code Adhesive patch lifts or detaches during use (only use for confirmed adhesive issue).All test results were within specification as documented in the attached test report complaint (b)(4). Conclusion: Testing did not confirm the reported issue; no nonconformance identifiedCorrective and Preventive Action (CAPA) Determination Assessment - Conclusion Summary of Complaint Investigation: Based on the above investigation, further investigation was required because the following Threshold was met 3 or More complaints exist for the same Lot and similar malfunction(s). Statistical Analysis result:After assessment of the failure via Product Trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. See attachment: FORM-signed.Complaint Unconfirmed: Following investigation the reported failure could not be confirmed for this complaint.Conclusion Summary of Complaint Investigation: As a result of the following A comprehensive review was conducted, including eQMS queries, similar complaint searches, Device History Record review, visual evidence assessment, and CAPA determination. No NCRs or CAPAs of the same or similar nature were found for Lot 6013889 and related malfunction codes. Ten complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.